Manufacturer narrative:
Corrected : brand name: corrected device information from hahn tapered implant ø3.5 x 11.5 mm to hahn tapered implant ø3.5 x 13 mm. The implant was returned with a cover screw attached but not in original package. The implant was verified to be a hahn tapered implant 3.5 mm x 13 mm (70-1154-imp0007) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. Device history record review the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: "loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also states in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The device was returned 4-22-2019. Once the investigation has been completed the findings will be submitted via supplemental report. Weight: the patients weight was not taken.

Event description:
It is reported that the inclusive tapered implant failed and there was a loss of osseointegration. It is also reported that after the final prosthetic delivery, the implant site had granulation tissue around the implant. The implant was placed during implant procedure on tooth #5 on (B)(6) 2018. Bone strength is noted as grade ii. The patient has a history of periodontal disease and maxillary dentures, but there is no significant medical history prior to implantation. The patient presented for an appointment on (B)(6) 2018 complaining of soreness and a loose implant. It was at that time the device was removed. There was no infection noted. The provider also notes the patient status as "good."